Event description:
It was reported that the pin in the jaw of the pituitary came out during use in surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.